Manufacturer narrative:
Date of event is estimated. Reporter phone number- (B)(6).

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on all four lead contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report of allegation of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken and would cause high impedance issue. These fracture wires in the lead are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.